Event description:
It was reported that a patient underwent a CABG on (B)(6) 2024 and suture was used. During the procedure, when closing the sternum bone and taking the bite, the needle bent and also broke down from the swage point. The surgery delayed 15 minutes due to the reported event. Another like device was used. There were no adverse patient consequences reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. H6 component code: g07002 device not returned. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: q- if the device broke, which part of the device broke during the procedure, the suture or the needle? Please clarify a- steel wire broke down from swage. Q- was the broken piece retained in patient? If yes, how was it retrieved? A-no broken piece didn¿t retained in patient. Q-was the patient treatment altered in anyway due to the prolonged surgery time? If yes, please explain a-no patient treatment didn¿t altered. Q- was there any change in the patient¿s post-operative care due to the prolonged procedure? A-no there was no any change in the patient¿s post-operative care due to the prolonged procedure.